Manufacturer narrative:
(B)(4). The rod was returned for evaluation. Visually confirmed rod broken. Multiple witness marks on both sides of fracture initiation site are consistent with repeated bending. Repeated bending can create localized cold working of the rod, making it harder and more sensitive to crack propagation. Fracture surface analysis reveals fairly brittle fracture surfaces with river lines and no indication of fatigue, consistent with bend stress overload. Chemical, mechanical and dimensional rod material properties verified as within print specification. X-ray review show extreme congenital deformity through thoracolumbar junction with 90 degree kyphosis deformity and congenital fusion of l2, l1, t12 bodies and posterior elements. Interoperative film during attempted resection reduction procedure. Rods apparently fractured after repeated bending to conform to deformity. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal fusion with vertebral column resection to treat congenital scoliosis. The patient had instrumentation at t4-l4. It was reported that the rod broke in half during in-situ bending at the apex of the kyphotic curve pattern. This apex level was adjacent to the vcr level for cogenital spinal pathology. The rod was removed and replaced successfully. No patient complications were reported.